Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urology procedure, the device thread broke. Another suture was used to resolve the issue, in order to complete the case. There was no patient injury.